Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in a field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. Concomitant medical products : 5568-45 lead, implanted: (B)(6) 2007, 4194-88 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular lead was non-prophylactically replaced. It was later reported by a patient family member that the right ventricular lead "broke." The patient presented to the emergency room experiencing tiredness, not feeling well, and having cold sweats; no inappropriate therapy was received. It was later clarified that the interrogation report showed changes in impedance trends and short v-v intervals, indicating a possible fracture or insulation problem. A lead integrity alert was triggered. The lead was capped and replaced. No further patient complications have been reported as a result of this event.